Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm for more that 3 minutes. Customer wasn't able to clear the alarm. Esc button was seemed stuck. Customer removed the battery cap and changed battery. The insulin pump wasn't able to switch on anymore. Tried to remove and insert the battery again, it worked but the insulin pump showed battery out of limit alert and then got stuck. No harm requiring medical intervention was reported. The device will not be returned for analysis.